Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: could you please confirm the number of devices that presented fixation tab breakage during this procedure? The sales rep reported 2 devices. How was the procedure completed? No further information is available. Lot number? No further information is available. Event date? No further information is available. It was reported that "the issue occurs frequently". Were other procedures affected by fixation tab breakage? No further information is available. If yes, were these previously reported to ethicon? If no, please provide: event information. Procedure date and name? Product code. Lot number. Quantity involved in each procedure. Were there any adverse patient consequences no further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: events reported via: (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent an ob-gyn surgery on an unknown date and barbed suture was used. During the procedure, the fixation tab came of the suture during continuous suturing, so it was discarded. This issue occurs frequently. No adverse patient consequences were reported. Additional information was requested.